Event description:
It was reported that an ilet user experienced a screen that would not power on while the device continued to emit sounds, and the user disclosed routinely sending the ilet through airport x-ray screening for work travel. Symptoms included no visual display. Outcomes included the user transitioning to backup therapy without reported adverse effects on blood glucose and without need for medical care. Investigation included technical support review and replacement of the device with instructions for return and data backup via the mobile app and inspection of the returned device. Investigation of this device revealed a screen/display malfunction consistent with potential damage from exposure to x-ray screening, resulting in an unresponsive user interface while device audio persisted. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the display consistent with environmental exposure.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.